Event description:
A medtronic sales rep called technical services on (B)(6) 2012 and stated that they were using a medtronic thunder guidewire with a lead and it was stuck at the helix. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).